Event description:
Patient was revised to address stem loosening. Update: 8/31/2012 - litigation papers received, due to litigation discussing the issues of metal-on-metal, we are currently reporting the metal liner and femoral head. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. During the revision, it was noted that when they put the new sleeve in there was a crack in the anterior portion of the calcar. On (B)(6) 2012, the patient had a closed reduction for dislocation, but no components were removed. No part/lot information was provided at this time. Records are available for further review.

Manufacturer narrative:
Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal. During the revision, it was noted that when they put the new sleeve in there was a crack in the anterior portion of the calcar. On (B)(6) 2012 the patient had a closed reduction for dislocation, but no components were removed. No part/lot information was provided at this time. Records are available for further review. The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible for the sleeve as the lot code was not provided. Search of the complaint database and/or DHR review was not possible for the stem, liner, head and sleeve as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Device evaluated by MFR: not returned.